Manufacturer narrative:
Carefusion file identification: (B)(4). Any addition information received from the customer will be included in a follow up report. (B)(4). The service technician replaced the power flex circuit to correct the burned pin# 3 of the jp4 of power flex. Ventilator passed in-house testing and was sent back to the customer.

Event description:
During service the model palmtop ventilator (ptv) revel was found to have a damaged power flex which showed pin #3 of the jp4 was burned.